Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd q-syte¿ luer access split-septum stand-alone device. Event occurred before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Received a total of 2 q-syte units along with an extension set. One of the units was received within a sealed package, the other without packaging material. DHR review: 7180763; was built on qfa line3, from 11jul2017 thru 13jul2017 for the quantity of 180,000ea. 7191939; was built on qfa line3, from 15jul2017 thru 17jul2017 for the quantity of 180,000ea. 7191944; was built on qfa line2, from 14jul2017 thru 16jul2017 for the quantity of 180,000ea. All required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength, leak and for foreign-non-foreign were performed throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic examination: unit 1- no physical-mechanical damage was observed on any of the components of the q-syte. Unit 2- damage (tears) was observed on the slit of the septum top disk. Damage (tears) was observed on the column wall. Damage (tears) was observed on the slit of the septum bottom disk (dissected for evaluation). Water leak test (mm-110): the iso standard luer from the water leak test to the end of the where the q-syte units were connected: unit 1 - no leakage was observed on either the actuated or the unactuated positions. Unit 2 ¿ no leakage was observed when tested on the unactuated position. Leakage was observed when the unit was tested on the actuated position. The source of the leakage was the tear of the column wall leaking through the vent hole. Root cause for this incident is indeterminate. A definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A manufacturing related root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that medication leaked from the bd q-syte¿ luer access split-septum stand-alone device. Event occurred before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that medication leaked from the bd q-syte luer access split-septum stand-alone device. Event occurred before use. There was no report of exposure, injury, or medical intervention noted.